Manufacturer narrative:
Unit was received with complete broken reservoir tube lip. Unable to perform basic occlusion test and occlusion test due to broken reservoir tube lip. However, unit was received with normal operating currents and passed unexpected restart error test, self-test, rewind test, displacement test, prime/compromised force sensor system test, and excessive no delivery test. Unit had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, missing o-ring reservoir tube, cracked case at reservoir tube window corners, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the insulin pump was returned. Customer's blood glucose level was not reported. The reason was unknown.